Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that the drill bit was broken during the femoral channel preparation for proximal screw.

Manufacturer narrative:
The reported event that drill, ao t2 femur ø4,2x340mm was alleged of issue instruments - drill - broken could not be confirmed, since the product was not returned for evaluation and no other evidences were provided. A review of the device history records for the reported drill, ao t2 femur ø4,2x340 mm revealed no discrepancies. During investigation, no design or manufacturing related issues were found. According to the labeling review, sufficient guidelines are provided in the instruction for use that physicians should ensure that they are familiar with the intended uses, compatibility and correct handling of the instrument, which are described in the operative technique of the product system. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device will not be returned.

Event description:
It was reported that the drill bit was broken during the femoral channel preparation for proximal screw.